Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 29 mg/dl at the time of the incident, and 65 mg/dl at the time of admission. The customer was at 398 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined, and the customer believes that the pump over delivered insulin. Customer states that the pump failed in some way, and that they were on prednisone, and this medication tends to cause high blood glucose.. The insulin pump will be returned for analysis.